Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found instrument blade damage. The blade was broken approximately 0.145¿ from the base. The broken piece was returned for evaluation, matched with the returned product and confirmed that there was no missing piece. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is attributed to mishandling / misuse. Based on the information provided at this time, this complaint is being reclassified as a non-reportable event. This event involved fragments falling into a patient and was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse.

Manufacturer narrative:
Isi received a video clip of the da vinci-assisted surgical procedure. A review of the video clip was conducted by the isi clinical development engineer (cde). Cde identified from the video that the harmonic ace instrument was installed into the patient side manipulator (psm) arm approximately at the 7:50 mark. Cde noted that the instrument had obviously been used earlier in the procedure and that this is not the first insertion of the instrument. Approximately at the 11:56 mark, the instrument blade broke and the entire piece was subsequently retrieved. There was no occurrence of instrument collisions from the submitted video. Cde recommends an inspection of the instrument prior to each use. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the complaint history does not show any additional complaints related to the product. The complete product information was not submitted with the report. As a result, system and information log reviews could not be performed without the full product information. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted gastrectomy procedure, the blade of the harmonic ace curved shears was damaged. The broken fragment fell inside the patient but was retrieved during the same surgical procedure. Although it was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the blade of the harmonic ace curved shears was damaged. The broken fragment fell inside the patient but was retrieved during the same surgical procedure. The user continued with the procedure using the same instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument was in use for approximately 4 hours. The fallen fragment was retrieved using a laparoscopic instrument. No known instrument collision was observed.